Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the electrode was returned in two segments, severed 64 millimeters from the terminal pin. A cut was noted in the insulation and blood/body fluid was also noted in the lumens. Both returned segments of the electrode passed a continuity test which confirmed their electrical integrity. Analysis was unable to confirm the reported clinical observations made against the electrode in the field.

Manufacturer narrative:
This electrode is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this electrode had delivered an inappropriate shock to the patient due to t-wave oversensing. At this time, the system was reprogrammed to the alternative vector. Over a year later, the patient continued to receive inappropriate shocks in the secondary vector as well. Troubleshooting was performed and the physician elected to explant the electrode and replace it with a transvenous system. No additional adverse patient effects were reported.